Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing, resulting in an inappropriate auto mode switch (ams). Programming changes were made. There were no patient consequences reported.